Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source went blank. And then exhibited a b30 communication error. The issue occurred, during a unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5, d11 (concomitant device) and h6.4 (device problem code) by adding 1183 ¿ no display/image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source became completely white and a b30 scope communication error was displayed. The issue occurred during an unspecified diagnostic procedure. The device was restarted and the procedure was completed using the same set of equipment. There were no reports of patient harm.